Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During device replacement due to normal eri, fluoroscopy revealed externalized conductors. No electrical anomalies were present. Patient was asymptomatic. Lead was capped and replaced.